Event description:
It was reported that a malfunction occurred when the user attempted to update the pump to version 7.8.1, causing an issue. The impact on the customer's blood glucose level was unknown, as the customer declined to answer whether the level exceeded 500 mg/dl. Technical support responded by informing the customer that the pump needed to be replaced, confirming the customer's shipping address, and providing instructions for returning the faulty pump. Additionally, a replacement pump with the serial number 901112317 was sent out, although the customer did not share which backup therapy they would use during this period.